Manufacturer narrative:
The product was returned for evaluation but the investigation has not yet been completed. Device available for evaluation: changed to yes, date returned to mfg: added 10/31/2017, device returned to manufacturer: changed to yes, device evaluation by manufacturer: changed to no, reason device not evaluated by mfg: added device evaluation anticipated but not yet begun, eval conclusion code: added, add'l mfg narrative: added note that the product was received.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of corrosion on the printed circuit board (pcb). Fluid path testing determined the internal leak resulted from a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 30 mmol/l (541 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The patient woke up feeling nauseous with high bg levels. Throughout the day she felt weak but no medical assistance was required. The pod was replaced and the patient's bg levels began to stabilize later that afternoon. Upon removal of the pod the patient noted the cannula was kinked.